Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. About 24 hours later, the pt developed a hematoma. An incision and drainage procedure was performed and a small area of bleeding near the fat pad was discovered. The surgeon flushed the incision, but did not observe an infection nor perform a revision of the poly component.

Manufacturer narrative:
As part of the normal complaint process, an evaluation was performed by mako surgical with regard to this event. The mako rep present at the case discussed the event with the surgeon; the surgeon confirmed that the bleeding was caused from the fat pad, and the complication was not directly related to the mako implants nor the rio. The pt was doing well after the procedure, and no other post-operative complications were noted.